Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of stenosis is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that on (B)(6) 2012 two xience prime stents were implanted: a 3.5x15mm in the mid right coronary artery (rca) and a 3.5x12mm in the proximal rca. On (B)(6) 2013, stenosis was observed in the target lesion in the proximal rca. The target lesion was re-vascularized with stenting and the symptoms resolved the same day. On (B)(6) 2015, re-stenosis was observed in the proximal rca. Balloon angioplasty was performed since a guide wire could not cross the totally occluded lesion. On (B)(6) 2015 coronary artery bypass graft (CABG) was performed and the symptoms resolved the same day. No additional information was provided.